Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01882. Related manufacturer reference number: 3006705815-2020-01883. Related manufacturer reference number: 1627487-2020-04714. Related manufacturer reference number: 1627487-2020-04715. It was reported the patient's system was explanted due to an infection on an unknown date.

Event description:
It was reported during follow up the infection was treated with antibiotics.